Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/03/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. FDA user report was notified by the distributor vitalaire diabetes, south africa.

Event description:
A voluntary user report was received on (B)(6) 2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The parents reported that their child experienced hypoglycemia but did not report any specific symptoms. The cgm was reading 189 mg/dl and the blood glucose reading was 70 mg/dl. No details about what type of treatment was given were reported, but the parents stated that the patient required a third-party intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.